Manufacturer narrative:
As reported, post implant of the bard mesh, the patient was hospitalized, experienced personal injury and underwent removal surgery. The information provided is limited to the maude event report. Contact information was not provided, therefore, we are unable to request additional information. Based on the limited information provided, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Not returned - mesh explanted.

Event description:
The following was reported via maude event report (mw5111754): "bad hernia mesh from bard davol numerous surgeries and hospital stays left me disabled. FDA safety report ID # (B)(4)."